Event description:
The customer observed false nonreactive hsv-2 igg results generated on the architect i1000sr processing module for two patients. The samples were tested on the diasorin and the results were positive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1 sid (B)(6) (2-year-old): architect result = 0.15 s/co. Diasorin result = 22.15 au/ml (positive). Patient 2 sid (B)(6) (1-year-old): architect result = 0.05 s/co. Diasorin result = 17.1au/ml (positive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive hsv-2 igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of labeling was performed and found to sufficiently address the customer's issue. Per the hsv-2 igg package insert, intended use section, the performance of the hsv-2 igg assay has not been established for use in the pediatrics population, for neonatal screening, or for testing immunocompromised or immunosuppressed patients. Therefore, this event is deemed off label use. Based on our investigation, no systemic issue or deficiency with the hsv-2 igg assay for lot 05423i000 was identified.

Event description:
The customer observed false nonreactive hsv-2 igg results generated on the architect i1000sr processing module for two patients. The samples were tested on the diasorin and the results were positive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1 sid (B)(6) (2-year-old): architect result = 0.15 s/co. Diasorin result = 22.15 au/ml (positive). Patient 2 sid (B)(6) (1-year-old): architect result = 0.05 s/co. Diasorin result = 17.1au/ml (positive). There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 sid = (B)(6) , patient 2 sid = (B)(6) . Section a2 - age at time of event: patient 1 is a 2-year-old, patient 2 is a 1-year-old. This report is being filed on an international product, hsv-2 igg, list number 04u60-25, that has a similar product distributed in the us, list number 04u60-27/-37. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.